Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation with concurrent hysterectomy. Post implantation the patient experienced pain, urinary incontinence, dyspareunia, bladder spasms, left stent placement for kidney stone extraction in (B)(6) 2011 and left urethral vaginal fistula in (B)(6) 2011. (B)(4). Dyspareunia. Bladder spasms.

Manufacturer narrative:
(B)(4). It was reported that the patient had boston scientific urethral stents implanted on (B)(6) 2011 due to fistula. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 11/08/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.